Event description:
It was reported that during the procedure in the mildly tortuous, heavy calcified distal circumflex artery, for treatment of a 90% stenosis, pre-dilatation was performed using a 1.5 rx trek balloon. Intravascular ultrasound (ivus) was attempted but the ivus catheter could not cross the lesion; therefore, additional dilatation was performed using a 2.0x20 rx trek balloon. The balloon ruptured during the first inflation at 8 atmospheres. The balloon was exchanged for a non-abbott balloon and dilatation was completed. A xience prime stent was deployed at the target lesion and post-dilatation was performed using a nc trek balloon. The procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, preliminary return device analysis found an 8cm piece of plastic returned with the complaint device. Additional reported information indicates that the plastic piece is unrelated to this device or complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion; guide catheter: taiga. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.